Event description:
It was reported that the Deep Brain Stimulation (DBS) patient experienced persistent head and neck pain, as well as discomfort over the implanted system. The symptoms reportedly worsened with palpation throughout the course of implantation. Multiple reprogramming attempts, including deactivation of stimulation, were performed; however, these interventions did not relieve the patient's pain. The explant of the implantable pulse generator (IPG) and extension leads was performed but the DBS leads were left in situ to preserve the option for future reimplantation of the IPG and extensions if deemed appropriate. The explanted devices will not be returned for evaluation, as they were retained by the customer. The patient had previously achieved positive therapeutic benefit from DBS stimulation. Following the explant procedure, the patient is expected to make a full recovery.

Manufacturer narrative:
B3: Approximated based on the date the manufacturer became aware of the eventD2b: Additional Pro Code selection that applies to the indication of this device: NHL, PJS.